Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07dec2020.

Event description:
It was reported that the ventilator had a navigation ring failure. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced front bezel. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4:20feb2021 b4:(B)(6) 2021 h11:g5:k102985 h10: a front bezel was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.